Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the ht70 plus ventilation generated alarms of "high pressure", "high minute volume" and "polypnea". The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.